Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a pre-existing surgical valve, the commander delivery system balloon ruptured during valve deployment. The balloon was fully inflated at the time. The valve was still able to be implanted successfully in an acceptable position. The delivery system was withdrawn along with the esheath without any issues. The patient was stable and subsequently, was discharged home. It was believed that the balloon ruptured was due to a high degree of calcification on the annulus/leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed a radial and longitudinal balloon burst. No apparent missing balloon pieces were observed. Dimensional testing was also performed on the returned device. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken were found to have met specification. There was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on the evaluation of the returned device. The available information suggests patient factors (calcification) likely contributed to the event as the event description indicated there was presence of a high degree of calcification on the annulus and/or leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms: such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.